Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. D. The lot number 4214438 provided cannot be verified in association with the reported material number.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from portuguese to english: failure of the safety device, it did not activate after use on the patient. No impact on the patient.

Event description:
Additional information - 31 mar 2025. Is there any impact on patients? If yes, please explain in detail? R: yes, patient exposed to new venipuncture. Can you confirm the quantity affected? R: observed in 3 devices. Additional info received on 07 apr 2025. This case is about the catheter that did not activate the safety device.

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 4214438. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) video sample was received for evaluation by our quality team. Through examination of the video, it was observed that when the button was pressed, the safety device was not activated. It is most likely that this incident resulted from an issue in the spring in one of the manufacturing zones; specifically a lack of spring check station adjustments, incorrect spring check challenge parts, or a lack of check frequency at the spring check station. A previous corrective and preventive action plan was completed for this type of defect. Additional checks were added to the weekly preventive check. The lot involved in this incident was manufactured prior to the implementation of the action plan. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.